Manufacturer narrative:
Explant occurred in (B)(6) 2021 date was not provided. (B)(4). A review of the device history record has been completed. No deviations or non-conformance noted. The reported events capsular contracture and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii/IV , seroma-late.

Event description:
Patient reported exchange from textured to smooth breast implants due to her concern with the product "pain" and "little white bumps", and explant physician reported capsular contracture baker grade iii/IV. Us confirmed "bilateral pericapsular fluid". This relates to left side. Device has been explanted and replaced with non-allergan devices.

Event description:
Patient reported exchange from textured to smooth breast implants due to her concern with the product "pain" and "little white bumps", and explant physician reported capsular contracture baker grade iii/IV. Us confirmed "bilateral pericapsular fluid". This relates to left side. Device has been explanted and replaced with non-allergan devices.